Event description:
It was reported that a limb from a g2 filter allegedly was detached. Reportedly, during a scheduled filter retrieval, it was identified via angio that one limb had detached from the filter and was endothelialized in the pt's vena cava wall. The pt was asymptomatic and the filter was retrieved successfully. There was no injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The user facility returned the filter to the patient after explant; therefore, not available for evaluation. The event investigation is currently underway.